Event description:
A cartridge change error was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to remove the cartridge from the pump and inspect the o-ring at the bottom, with a follow-up call planned once this was completed.